Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-13. H6: investigation summary: one sample (model #2000e) was returned by the customer. It was reported by the customer that the smart site connector & extension sets are unable to flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was not open and the sample was unable to be flushed. The complaint can be verified. A device history record review for model 2000e and possible lot number 21025049 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 22feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e and possible lot number 21025388 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06mar2021. There was one quality notification issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 6 ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: smart site connector & extension sets unable to flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21035769. Medical device expiration date: 2024-03-11. Device manufacture date: 2021-03-08. Medical device lot #: 21025389. Medical device expiration date: 2024-02-24. Device manufacture date: 2021-02-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: smart site connector & extension sets unable to flush.